Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified distal right superficial femoral artery (sfa). After a guide wire was advanced in the right sfa, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion; however, during the first inflation, the balloon also ruptured. A non bsc balloon catheter was used for dilation and another bigger size non bsc balloon catheter was used for dilatation. Due to calcification, the procedure was completed by plain old balloon angioplasty. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified distal right superficial femoral artery (sfa). After a guide wire was advanced in the right sfa, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion; however, during the first inflation, the balloon also ruptured. A non bsc balloon catheter was used for dilation and another bigger size non bsc balloon catheter was used for dilatation. Due to calcification, the procedure was completed by plain old balloon angioplasty. No patient complications were reported. It was further reported that vascular access was obtained via left superficial femoral artery utilizing contralateral approach.